Manufacturer narrative:
Additional information: it was reported that this was just a no cross event (positioning difficulties) and not at product failure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
It is reported that a resolute onyx device failed to cross the lesion and the stent struts malfunctioned. No patient injury is reported.